Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was found to have a dislodged c-style retaining ring on the grip ring. This caused the instrument to fail during initialization. Initialization could not be bypassed due to the dislodged c-style retaining ring; therefore, a cutting test could not be performed. No blade damage was observed. No cut failure was found on the logs. Additional observation related to the customer complaint: the instrument was found to have a dislodged c-style retaining ring on the grip ring. The retaining ring was found dislodged at the proximal end. This causes the jaws not to operate properly, leading to instrument failure during initialization. Further, the instrument was found to fail during initialization. The instrument was placed on an in-house system and failed initialization on 3 of 3 attempts. The system displayed error "self-test failed. Remove instrument.¿ review of instrument logs verified two homing failures with error code "22026" and description "vessel sealer extended failed during homing on universal surgical manipulator 3 (usm3)." The dislodged c-style retaining ring on the grip ring was likely causing failure during initialization.

Event description:
It was reported that during da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument had a cutting issue. The procedure was completed with no patient harm.